Event description:
It was reported that the battery voltage on the device had dropped suddenly in a single day. No charging or therapies were delivered, and the patient did not have any surgical procedures. No intervention was performed and the battery voltage displayed was found to be an anomaly. Patient continued to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the device was explanted. No further information is available at this time.